Event description:
It was reported that the patients spinal cord stimulator (scs) lead high impedances. The patient underwent a procedure wherein the scs lead and the implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6).